Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the device was not angulating in an upward position, which was attributed to a broken angulation wire. There were multiple cuts and punctures noted on the bending section cover area on the distal end. The device was serviced and returned to the facility. Based on the investigation results, the most likely root cause for the reported scope damage is due to user handling. The instruction manual provides several warning and caution statements in an effort to prevent severe equipment damage and patient injury. "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to become detached inside the patient. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. If the movement of the up/down angulation lock and the angulation control lever are not smooth, the bending mechanism may be abnormal. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination." As part of our investigation of this report, olympus made multiple follow ups with the facility regarding the reported event but was unable to obtain additional information.

Event description:
Olympus was informed that during an unspecified procedure, the device tore the mucosa. It was also reported that the scope has a broken fiber. It is unknown if the patient received medical or surgical intervention. The patient's condition is also unknown.